Manufacturer narrative:
It was reported that the patient was seeing the por (power on reset) screen on their recharger. It was reported that it was an information por. It was reported that the screen was seen when the patient went to charge the ins because the ins got lower than usual. As the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to determine the cause of the event. The patient was contacted to investigate the root cause of the por. No response has been received at this time. As the device was still in use at the time this investigation was completed, no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that there was insufficient information to determine the cause of the event. The cause of the por was not reported to the manufacturer, and was unable to be obtained through follow-up requests. Should additional information become available at a later date, the investigation will be re-opened and updated accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was seeing the por (power on reset) screen on their recharger. It was reported that it was an information por. It was reviewed the meaning of the por-power on reset, indicating that therapy would stop due to the por. It was reported that the patient went to charge the ins because the ins got lower than usual. Steps on how to clear the por with the programmer were reviewed. It was reviewed to press the sync key, press the arrow on the navigation button, and press sync to complete the reset. It was indicated that the por was successfully cleared. The patient connected with their recharger again and stated the por was cleared from their recharger as well. The patient was able to turn their therapy back on. It was reviewed that their therapy would resume at their last programmer parameters and to adjust them if needed. It was indicated that their therapy was adequate. Troubleshooting resolved the reported issue. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.